Manufacturer narrative:
Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on (B)(6) 2025 from a health care professional (hcp) at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2025. There was no report of adverse impact to the patient or user.